Manufacturer narrative:
According to the field, the ICD was disposed of at the hospital and will not be returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had undersensed episodes of ventricular fibrillation (vf) resulting in the patient not getting any shocks to be converted out of vf. Surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.